Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was oversensing and delivering inappropriate therapies during the patient's "cyberknife" procedure. The patient was reported to be stable. It was later reported the patient died approximately two years later after spouse had device turned off in hospice. The patient had last been seen by the electrophysiogist ten months prior to death. The patient had a medical history of a nephrectomy for renal cell carcinoma and metastasis to the lungs.